Event description:
Per the audiologist, the patient underwent skin flap reduction surgery (date not reported) due to magnet retention issues. Surgery did not resolve the issue. The patient was explanted (B) (6) 2010 and the patient was reimplanted (B) (6) 2010 with a new device.

Manufacturer narrative:
This report is filed (B)(4), 2012.

Manufacturer narrative:
(B) (4).